Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right ventricular (rv) lead had high pace sense impedance and was oversensing. A fracture was observed in the proximal end of the lead prior to extraction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analysis found that the distal conductor was fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.